Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in a small anterior tibial artery. The 3.0 x 20 mm trek balloon catheter was advanced, but could not cross due to the calcification. During removal, resistance was again noted with the anatomy, and the distal shaft separated on the guide wire. A snare was used to remove the separated portion. No further treatment was performed, or planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the instructions for use (IFU) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.